Event description:
Pt was injected with radiesse dermal filler in the nasolabial folds. The nurse practitioner reported, that there was immediate edema and cording just above the nasal alar triangle. The pt was put on an aspirin regimen and nitro-paste topically applied.

Manufacturer narrative:
Pt was injected with radiesse dermal filler in the nasolabial folds. The pt was advised to apply warm compresses, nitro paste once per hour for 24 hours, and take aspirin two times per day. The pt seen twice by the physician, after the radiesse injection for monitoring; to date had not developed necrosis or infection. The physician was contacted for pt follow-up and device lot info, but did not return any calls. The radiesse dermal filler lot numbers were not provided; therefore, the device history records could not be reviewed.